Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The generator driver printed circuit board and the darlington transistors were replaced. The system was tested and operates as intended.

Event description:
The customer reported that the 9600 system displayed an intermittent problem. No pt injury was reported.